Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. An assessment was performed and the device met all manufacture's specifications. Therefore, the reported condition of the device stopped without any slowing down or warning was not confirmed. An assignable root cause was not determined. However, during evaluation it was observed that there was an unknown substance on the bearings and seals (non-failure). It was determined that this condition was due to improper cleaning and care. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a right tibial-plateau-leveling osteotomy (tplo) surgical procedure, it was observed that the small battery drive device stopped without any slowing down or warning. It was reported that the event occurred within the sterile field, not in patient. It was reported that there was a three minute delay in the procedure due to the event, and an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.